Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse dismantled the unit and readjusted all connectors in the display. The unit was working properly. The iabp was fully functional and returned back to service.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) screen was unable to read. There was no harm or injury.